Manufacturer narrative:
H.6. Investigation: customer complaint alleges false positives with their bactec fx 441385 sn: (B)(6). Bd field service engineer went onsite to investigate and reported that there was no issue with the machine. This is an unconfirmed complaint. There was note that all 4 bottles that produced false results were aerobic, but there is no further information. Root cause is an unknown issue with the bottles. No samples were returned for analysis and device history review is not needed as this does not allege an early life failure. No new risks or hazards have been identified. Bd quality will continue to monitor for failures. H3 other text : see h.10.

Event description:
It was reported that whle running bd bactec¿ fx, instrument top, packaged in false positive results were obtained in bottles. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from japanese to english: false positives occur in aerobic bottles.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that whle running bd bactec¿ fx, instrument top, packaged in false positive results were obtained in bottles. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: false positives occur in aerobic bottles.